Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent recurrent incarcerated ventral hernia repair surgery on (B)(6) 2015 and mesh was implanted during which the surgeon noted several small defects surrounding the mesh from the prior repair and the mesh was floating anteriorly in the subcutaneous tissue. The surgeon excised the old mesh. It was reported that the patient was admitted due to abdominal pain on (B)(6) 2017 where a CT scan showed a knuckle of small bowel that was to the right of the previously implanted mesh. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2017 during which the surgeon dissected the small bowel that adhered to the medial side of the recurrent defect and onto the old mesh. It was reported that the patient experienced severe pain, inflammation and discomfort. Other procedure is captured in a separate file. No additional information was provided.